Manufacturer narrative:
(B)(4). Batch # n91x82. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during the endoscopic wedge resection of lung, the titanium tip was broken during the procedure. Changed to another one to complete surgery. There was no patient consequence reported.